Event description:
A report was received that the patient had extended ipg charging time. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the ipg flipped inside the pocket site which resulted to charging difficulties. The patient underwent a revision procedure wherein the ipg was replaced. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient had extended ipg charging time. The patient will undergo ipg replacement procedure.

Manufacturer narrative:
Additional information was received that ipg replacement was for better charging and coverage. No device malfunction was suspected.

Event description:
A report was received that the patient had extended ipg charging time. The patient will undergo ipg replacement procedure.